Event description:
The technician alleged the head side rail is not raising to the latch position. No patient impact.

Manufacturer narrative:
The technician found the cause to be a bent side rail slide bracket. The technician replaced the side rail slide bracket to resolve the issue.